Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right artery. The 90% stenosed, 5.0mm x 40mm, concentric, de novo target lesion contained between >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 6fr jr4 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 4.0x20mm maverick balloon catheter. Subsequently, a 5.00mm x 16mm liberte stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent fell out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.